Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation was performed on the returned device and found device was not registering pressure. No issues noted with excess flow. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause for pressure problem has been associated with an electrical component failure. Factors which could have contributed to the reported event include a defective transducer. The root cause for excess flow could not be determined since the reported malfunction could not be duplicated during the investigation. Factors that can contribute to the reported event include failure of a concomitant device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during set up, the dyonics 25 control unit´s pump was not registering pressure properly and was expelling more fluid than normal. No delay was reported and there was a smith and nephew back up device available. There was no patient involvement.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).